Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the device was removed from the hoop and the mandrel was removed; however, when the protective sheath was removed, the stent came off with it. The device was not used on the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusive summation - product performance engineering reviewed the incident. Factors that can affect stent dislodgement include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. All quality parameters including stent placement and stent movement were within specification on the lot release test samples. A conclusive root cause for the stent dislodgement cannot be determined. There is no indication to suggest that materials or workmanship may have caused or contributed to the reported event dislodgement.